Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted on the liquid crystal display circuit board, mother board, interface board, radio frequency circuit board, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked case.

Event description:
Customer reported via phone, the insulin pump was cracked and fluids were in the screen. Customer's blood glucose was 289 mg/dl. The crack is located on the left and right hand side of the screen. Damage occurred because the device slammed against the toilet. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.